Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesions were located at the proximal portion of the saphenous vein graft (svg) to distal left circumflex artery. After a 145, 5-in-6 guidezilla guide extension catheter was placed, a 4.00x38mm promus premier drug eluting stent was advanced but failed to pass through the guide extension catheter and it got caught on the collar. When the stent delivery system was removed, it was noted that the distal leading edge of the stent was crumpled and mangled. The 4.00x20mm promus premier, 4.00x12mm promus premier, and 4.00x8mm promus premier stents were advanced through the same guide extension catheter. The physician could still feel some resistance but the stents were able to cross the lesion. The stents were implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.